Manufacturer narrative:
World neurosurg. 2017 jul 13. Pii: s1878-8750(17)31119-1. Doi: 10.1016/j.wneu.2017.07.019. Safety and efficacy of a 600 mg loading dose of clopidogrel 24 hours before pipeline embolization device treatment. Atallah e, saad h, bekelis k, chalouhi n, tjoumakaris s, hasan d, zarzour h, smith m, rosenwasser rh, jabbour p the pipeline devices will not be returned for evaluation as they were implanted in the patients. Based on the provided information, there does not appear to have been any defects of the devices during use. The events occurred in the patients post-procedure and the cause could not be conclusively determined from the provided information. Mdrs related to this article: 2029214-2017-01022. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of patient deaths after pipeline implantation. The purpose of this article was to assess the safety and efficacy of a 600-mg loading dose of clopidogrel 24 hours before pipeline embolization device (ped) treatment when compared to the standard antiplatelet administration 7-10 days before treatment. The authors retrospectively reviewed 398 patients (mean age was 56.36 years; 66 female; 332 male) undergoing ped flow diversion. The patients were separated into two groups: 158 patients received a dapt bolus <(><<)>24 hours preceding the procedure and 240 patients received standard dual antiplatelets for 7-10 preceding the procedure. The article states that three patients were pronounced secondary to cerebrovascular complications: - 1 patient from the bolus group died from acute subarachnoid hemorrhage - 2 patients from the pretreatment group died from severe intraparenchymal hemorrhage the article further goes on to state that one patient died after experiencing post-procedural intracerebral hemorrhage and five patients died after experiencing post-procedural subarachnoid hemorrhage (2 died first week after intervention, 3 died 1-2 months post-procedure).